Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® precision glide¿ multiple sample needle, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: when performing blood sampling, we have repeatedly encountered the following problem with the "green" needle. The grey rubber does not fit properly on the needle when the tube is removed, so that blood continues to flow (with the needle still in the patient's vein), causing a risk of an aes.

Manufacturer narrative:
H.6. Investigation: bd had not received samples or photos for investigation. Therefore, fifteen (15) retention samples from bd inventory were evaluated by functional testing and no issues were observed relating to sleeve leakage or recovery as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of sleeve leakage or recovery. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported when using the bd vacutainer® precisionglide¿ multiple sample needle, the device experienced poor sleeve function. The following information was provided by the initial reporter. The customer stated: when performing blood sampling, we have repeatedly encountered the following problem with the "green" needle. The grey rubber does not fit properly on the needle when the tube is removed, so that blood continues to flow (with the needle still in the patient's vein), causing a risk of an aes.